Event description:
It was reported that a patient underwent an open abdominal wall replacement hernia repair procedure on an unknown date and mesh was implanted without abdominal wall closure. Post operatively, there was seroma formation, which was removed. After a couple of weeks, the patient underwent a re-operation to remove the mesh because, it ruptured. The bowel was adhered to the mesh. Also, the bowel was strangulated in the ruptured mesh. During the procedure, part of the colon was discolored and had to be removed in order to explant the mesh. The patient was in critical condition and is still in contact with the clinic.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The mesh did not adhere to colon but to the mid part of the small bowel, about 20 cm long. There was no excision of the bowel at all. The patient is currently at home, doing well, without any permanent harm. The actual explanted mesh was returned for evaluation. Upon visual inspection, there was a hole located in the middle of the mesh. The mesh was cut in on one side in order to remove the bowel from the mesh. Fraying mesh filaments were visible at the margins of the hole. The cause for the described mesh breakage could not be verified at the explanted sample. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.